Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported a ventilator with a navigation ring failure. There was no patient involvement or harm reported.

Manufacturer narrative:
G4: 30apr2020 b4: (B)(6)2020 the manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the front bezel to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16nov2020, b4: 18nov2020. A front bezel was returned for analysis. The root cause of the navigation ring failure was determined to be liquid ingress due to the variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:31mar2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.